Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-05189. It was reported that the patient¿s leads migrated. X rays were taken before and after the leads migrated reportedly, patient still has therapy and did not have any falls or trauma. Surgical intervention was undertaken wherein one lead was explanted and replaced with another lead. Effective therapy was restored post-operatively.